Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product had a pocket infection. All available information indicates that the product remains in service. It was unknown if the product was going to be explanted.